Event description:
As reported by user facility: during visual inspection of lot 20260506-028b03 fentanyl citrate 2500 mcg/50 ml, one (1) bag was found to contain an internal particulate that appeared to be part of the bag. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.